Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. One image was received of the device outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 5mm x 6mm amplatzer duct occluder ii was selected for implant. During the procedure the occluder took on an unusual shape. The occluder was removed from the patient and replaced with a new 4mm x 6mm amplatzer duct occluder ii. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 5mm x 6mm amplatzer duct occluder ii was selected for implant. During the procedure the occluder took on an unusual shape. The occluder was removed from the patient and replaced with a new 4mm x 6mm amplatzer duct occluder ii. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.